Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set up for a cori saw bone demo, they received the error "system fault: system error: there was a fatal error encountered while loading the patients for this surgeon". They also received the error "critical error: the system has detected that the launcher exited due to a configuration error. Please contact robotics customer support. (B)(6) quit.". This error came up as soon as they entered the surgeon password or admin password. They re-loaded the software (B)(4) and implanted data base, but still received the error. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. As reported, a system fault and critical error was displayed while creating a case. Although this cannot be confirmed, the most likely cause of these reported errors is a known software defect (bug 1969). This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.